Event description:
A customer contacted beckman coulter inc., (bci) and reported that the coulter lh 780 analyzer did not provide a blast suspected flag for a patient with acute promyelocytic leukemia the manual differential review showed 9% blasts with other immature cells which were considered correct. The erroneous results were not reported out of the lab. No death, serious injury or change to patient treatment was associated with this event.

Manufacturer narrative:
Qc was run before the event and recovered within assay ranges. The system generated suspect messages; imm ne1 and imm ne2. Per product labeling; "beckman coulter inc. Does not claim to identify every abnormality in all samples and suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message". Root cause, per raw data analysis, is that the algorithm was not sensitive enough to set a blast flag at the default flagging level. However, other instrument suspect flags were triggered to alert the operator to review the results.